Manufacturer narrative:
The investigation into the reported access site bleeding -major has been completed since the original report was filed. Product was not returned for review. The root cause of the access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 56-year-old male in anterior st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient endured an access site injury. There was a retroperitoneal bleed treated by pump explant and surgical repair in the or. The plan was to transfer the patient out to the (B)(6).